Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. A replacement display processor pcb was ordered. The fe is still waiting for the arrival of part. No further service info is available at this time.

Event description:
It was reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.